Event description:
An oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failure was due to the air flow sensors being out of tolerance due to contamination.